Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the lower right key on the insulin pump was not sensitive. The patient's blood glucose was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to unlock on the lcd keypad connector. However, the button responded properly after locking lcd keypad connector. The insulin pump had received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.